Event description:
Customer reported hospitalization due to a diabetes-related event while using the insulin pump and supplies, but was not admitted to the ICU. Blood glucose (bg) level during the incident was 558 mg/dl, with moderate ketones present, but not identified as dangerous or life-threatening. Customer attempted to control blood glucose by bolusing via the pump prior to being hospitalized. The customer was treated with an intravenous and saline insulin treatment while in the hospital, which resolved the issue. The cause of the high bg was unknown. No pump malfunction was found during the system check, and there was no permanent damage identified. Customer was released from the hospital on (B)(6) , 2025.